Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the burned plastic cover and rust inside the channel opening, it is likely the following led to the malfunction: component failure from exposure to high temperature. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a burned plastic cover and rust inside the channel opening. There was no patient involvement.